Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with roughly 300 units of cold insulin. There was no impact to the customer's blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.